Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 482mg/dl. The customer's most current level was 262mg/dl. The customer states they treated manual injections. Troubleshoot was conducted. The customer declined to check for air bubbles in tubing, and to conduct high pressure test. The customer was advised to conduct full set, reservoir and insulin change. The customer mentions having delivered six units on a bolus, and only seeing half of a unit comes out. Troubleshoot for no delivery was conducted. It was discovered that the customer had fill cannula at an amount that does not need to be at. The customer was found to not rewinding and priming the device as per instructions. The customer's call dropped and the customer was not able to be reached during call backs.